Event description:
Subsequent to the initial MDR, clarification was provided on (B)(6)2024. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2024. It was indicated that the patient was taking medication containing more than 1 gram (1,000 mg) acetaminophen over the course of 6 hours, which is off-label usage of the device, and which may affect the cgm readings. The cgm was connecting but was not showing the correct readings. This resulted in incorrect insulin dosing. The episode occurred the day the sensor had been inserted in the abdomen. The patient uses tandem tslim in hybrid closed loop. The patient had a headache and was exhausted and freezing. Her boss tried calling her, but since she didn¿t answer, her boss called her daughter. The patient was just in her bed, freezing. She went to the hospital with the daughter. Her sugar was "very low." The bg by emergency medical service (ems) was 55 mg/dl and the cgm was not documented but was reportedly too high. The patient was given stuff to squeeze in her mouth. Afterward, she had rebound hyperglycemia. There was no documentation of treatment for hyperglycemia. The length of stay was not documented. The patient did not provide additional details. Of note, the patient reportedly uses acetaminophen. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B1 adverse event and/or product problem - additional information. B5: describe event or problem - correction/additional information. B6 relevant tests/laboratory data, inclu - correction. G3: date received by mfg - correction. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: medical device problem code - correction. H6 codes: type of investigation/ remove analysis of production records FDA code: 3331 - correction. H6 codes: investigation findings - correction. H6 codes: investigation conclusion - correction. H10: corrected data.

Event description:
It was reported that no readings occurred. The sensor was inserted into the abdomen on (B)(6) 2024. It was indicated that the patient was taking medication containing more than 1 gram (1,000 mg) acetaminophen over the course of 6 hours, which is off-label usage of the device, and which may affect the cgm readings. The patient experienced no readings", "sensor error" or "brief sensor issue displayed over 3 hours which occurred the day the sensor had been inserted in the abdomen. The patient uses tandem tslim in hybrid closed loop. On (B)(6) 2024, the patient had headache and was exhausted and freezing. The sensor was reportedly connected, but it did not give her correct readings, which led to incorrect insulin dosing. Her boss tried calling her, but since she did not answer, her boss called her daughter. The patient was just in her bed, freezing. She went to the hospital because her blood sugar was very low. The sensor was removed at the hospital. The manual pricking for the glucose value was 55 mg/dl while the cgm was too high (she cannot remember the exact number anymore). The patient was unaware of the hypoglycemia reversal method. The length of stay was not documented. Although the report states the patient went to the hospital, the length of time in the hospital (less than or more then 24 hrs) is unknown.the patient did not provide additional details. There was no documentation of further medical evaluation or intervention. Performance data was reviewed. No readings/ sensor error/ brief sensor issue was not found within the investigation window. The allegation was not confirmed. However, signal loss over one hour was found in connection to the reported allegation. The probable cause of the signal loss could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code - e2304 chills.